Event description:
Customer states: at performing the extubation from a pt at hospital, a doctor confirmed the evacuation failure. No pt harm. The customer states this was discovered during routine extubation of the tube.

Manufacturer narrative:
Conclusion not yet available-eval in progress.